Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was 137 mg/dl. Moreover, the infusion set had been used for one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.